Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation revision with unspecified gel mentor breast implants and experienced several unexplained systemic symptoms, including migraines, cluster headaches, neuralgia, ulcers, ibs, depression, anxiety, ocd, ptsd, chronic sinus issues, hormonal issues, bleeding issues, night sweats, joint pain and swelling, lower back pain, burning sensation inside body, fatigue, chronic flu-like feeling, stomach aches, needing to go to the bathroom constantly, light and sound sensitivity, constant nose running, clogged ears, fevers, dizzy feeling, shortness of breath, hair breaking off, puffy face, and bilateral baker grade ii capsular contracture. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal and replacement with 350cc mentor memorygel breast implants, catalog number 3503504bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2016. This medwatch report is for the patient¿s left breast prosthesis.